Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H4: the lot was manufactured from april 26, 2022 to april 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo shows a black spot on the tubing. From the photo, it could not determine if the black spot was inside the tubing or on the outer surface of the tubing. Therefore, the exact location of the black spot could not be verified nor confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor had foreign matter. This issue was identified before use. There was no patient involvement. No additional information is available.